Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.

Event description:
After review of medical records the patient was revised to address failed left tha mom with extensive metalosis and abductor necrosis radiating pain and elevated metal ions. Operative not reported metalosis with abductor necrosis. There was a large fluid collection encountered, brown in nature consistent with metalosis. Significant metalosis staining of the soft tissues. Capsule was necrotic and disrupted, scar was removed, minimal bone loss and superior wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and sticker sheets received. After review of medical records. Litigation pain, suffering in body and mind and high metallic elements in his blood. Doi: (B)(6) 2009, dor: unknown; left hip.